Event description:
It was reported that during the implant attempt, the helix would not retract after being extended and retracted several times. While attempting to implant the lead, the distal tip "got stuck in the vein" and it was bent back acutely. The physician had difficulty removing the lead. Once removed, the helix would not extend. The lead was not used and a new one was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was distorted. It was noted that the proximal conductor was distorted, there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant.